Manufacturer narrative:
Reagent issues were excluded. As the field service engineer (fse) replaced multiple parts of the instrument and completed various maintenance actions the root cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter questioned results for multiple patient samples tested for multiple assays on a cobas 6000 c (501) module. Discrepant results were provided for 2 patient samples tested for either hdl-cholesterol gen.4 (hdlc4) or igg-2 tina-quant igg gen.2 (igg-2) patient 1 initial igg-2 result was 2.12 g/l. On (B)(6) 2022 the repeat result was 17.03 g/l. On (B)(6) 2022 patient 2 initial hdlc4 result was 3.97 mmol/l with a data flag. The repeat result was 2.21 mmol/l. On (B)(6) 2022 the sample was repeated with a result of 1.47 mmol/l. The questionable results were reported outside of the laboratory. The hdlc4 reagent lot number was 608226. The expiration date was not provided. The igg-2 reagent lot number was 626405. The expiration date was not provided.

Manufacturer narrative:
The customer performed a hardware precision check and there were issues with multiple tests. The field service engineer (fse) replaced several instrument parts and confirmed the module was operating within specification. The investigation is ongoing.